Event description:
It was reported that during a prostate procedure, the fiber tip had detached at 87,650 joules. There was no indication or report of any part of the device remaining inside the pt. A second fiber was used to complete the case. No pt injury was reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code break.